Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent an unspecified spinal surgery using posterior fixation. An unknown time post-op, a screw in the pelvis broke. The patient underwent a revision surgery to remove the broken screw. During the revision, upon removal with a driver, the inner hex stripped.